Event description:
A hospital in (B)(6) reported that an rt380 adult dual heated evaqua2 breathing circuit failed the "circuit occlusion" test on the ventilator. The complaint device was returned to fisher & paykel healthcare (fph) office in (B)(4) and was performance tested. The reported fault was not replicated during testing but the mr290v vented autofeed humidification chamber, which is included in the rt380 breathing circuit kit, was found to have torn water feedset tube.

Manufacturer narrative:
(B)(4). Method: the faulty mr290v vented autofeed humidification chamber was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that there was a break in the feedset tubing at the connection to the chamber. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot number 120803. Conclusion: the damage appeared to be caused by the tube being pulled away from the chamber, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line; and any holes, leaks, or breaks in the feedset are identified during this process. This suggests that the damage occurred after release for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).